Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump that turns itself off was discovered and confirmed during product evaluation. This condition was due to blown main battery fuse. The battery fuse was replaced to fix the reported condition. Baxter has conducted a trend review and will continue to monitor similar reports to determine if further actions are required. A service history review revealed previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump shut off when switched to battery power. This condition interrupted delivery as the pump was being tested. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.